Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead helix was blocked and placement difficulty was observed. The physician chose not to implant the rv lead and the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix exceeded specification the number of turns to extend and retract. It was noted the helix was over retracted and the lug was stuck on the retraction stop.